Event description:
The following has been reported: biomed reported: "sn: 9250140084 - the pump is not reading the cassette.." A preliminary review identified the following issue: set not recognized unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.